Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable clamp tubing alarm. It was reported that cassette was removed, and tubing massaged then, the cassette reattached, and pump successfully restarted. At that time the reservoir volume was listed as 7.3 ml. According to the report approximately 30 minutes later no disposable, pump won't run alarm reoccurred again and the tubing noted to have multiple small air bubbles. It was reported that the reservoir volume remains with 6.3ml. No reported adverse effects or patient injury.